Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 9.0 x40, 75cm gladiator¿ balloon catheter was advanced for dilatation. However, the balloon ruptured. The procedure was completed with another 9.0x4 gladiator¿ balloon catheter, without subsequent issues. No patient complications were reported and the patient's status was fine.